Manufacturer narrative:
(B)(4). The sample evaluation of the returned disposable set could not duplicate the alarm. There was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 3 of 4 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) assisted the patient in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test, clear passage test, and clamp function test were performed; no issues were noted. Simulated use testing was performed, and the device operated per specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.